Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a short in the cable assembly during the case. A backup device was available to complete the procedure following a short delay. No patient impact was reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. An evaluation was performed by smith & nephew. A visual inspection observed that one of the hand piece connector pins is bent. No pins were observed to be touching. A functional evaluation could not be performed due to the bent pin. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force, misalignment, or twisting of the connector during connection/ disconnection to a control unit.